Event description:
It was reported that the prograsp forceps instrument would not close during a da vinci si prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis inspected the instrument tip and found that the pitch cables were loose. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between the two pulleys and had lost tension. The clamping pulley screws were still tight. The derailed cable can cause non-intuitive motion. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .035 - .123 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.